Event description:
I have noticed a significant change in the quality of acuvue oasis contacts. They are now severely uncomfortable and are damaging my eyes ever since they made manufacturing changes.